Manufacturer narrative:
(B)(4).

Event description:
It was reported via a phone call to the sr. Complaint clinical specialist directly from the sales rep (sr) that while in the operating room during use of intra-aortic balloon pump (iabp) therapy, the sr received an urgent call from the operating room (or) staff regarding an iab-05840-lws failure. The pt was having difficulty coming off bypass after having a redo mitral valve replacement (mvr). The pt was unstable and the intra-aortic balloon (iab) was inserted through the sheath via right femoral artery a few minutes ago. The iab was not functioning properly and was not therapeutic right after insertion. The fiberoptix sensor (fos) was stated as "intermittent" and the cath lab was called to the operating room to help perfusion try to trouble shoot the iab failure. As a result, the iab was removed and replaced via the same insertion site and iabp therapy was delivered. It was noted that they felt the issue was related to the fos. There was no blood observed in the helium line and it is unk if there were any alarms. The perfusionist in the room for the case was not available for discussion. There was no report of pt death, complications or injury. The delay or interruption in therapy was the time to trouble shoot, remove and replace the iab. The pt was stable while in the intensive care unit and is still under anesthesia; receiving iabp therapy successfully as planned. Updated information received on november 7, 2014 reported that the operating room nurse, via a phone conversation yesterday spoke to one of the nurses on the case. The iab was inserted around 1250. The bp remained low / pt hypotensive. The pt was placed back on bypass a few times. Medications were given for the labile pressure. At 1324 the second iab was inserted and pressures improved. A left ventricular assist device (lvad) was also inserted in the pt. The pt is in the ICU medically sedated and paralyzed. He was moving some extremities during the night. Add'l info received on november 10, 2014 stated that the sn called the perfusionist's cell on november 7, 2014 in the afternoon. They reviewed what had transpired. The pt was indeed a very sick pt and they had difficulty getting the pt off of cardiopulmonary bypass despite multiple attempts to do so. The decision was made to utilize the iabp to assist the pt being weaned from the cpb system. Following insertion of the fos iab, they had difficulty getting a reliable trigger and timing combination (they hadn't established the fcg yet). They were able to get the slave ECG from the anesthesia cart and the ECG looked reliable enough that the perfusionist would have expected it to work fine (perhaps it was still in ap trigger since the 2 to 3 minute clock had not timed out yet). As the perfusionist described it. The ap waveform was all over the place and the pump was alarming with trigger loss alarms. Consoles were switched and the second console alarmed "unable to see the fos sensor." They then exchanged iab's through the same vessel and site as an exchanged over the spring wire guide (swg). They used their own swg verses the one in the kit for the exchange. Once the second iab was in place and connected to the first console, everything seemed to be better and the iabp did time better. The pt was later put on a lvad which in this case was actually an ECMO (extracorporeal membrane oxygenation/description: life support) setup running with a centrifugal pump. Pt is now resting one day post op, on a vent, on ECMO and on an iabp. The perfusionist and the surgeon do think that the time to troubleshoot and replace the iab with another iab did prolong the increase in hypertension time. The first iab and sheath were removed together as one unit successfully. It was noted that both pumps used were arrow autocat2 wave's.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr iab fiberoptix sensor (fos) assembly. Return packaging related kinks were noted at 17cm and 34cm from the iab distal tip. The one-way valve was tethered to the short driveline tubing. The bladder was unwrapped and blood was noted on the outside. The fos connector and cal key were examined. The center post was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide housing was examined and no abnormalities were noted. There were no scrapes or gouges. The fos connector was not recessed upon arrival. The iab kinks were relieved. The iab fos was connected to the iabp and then inserted into the "t" tube. The cal key and fos were recognized and the iabp status was "ok". The pressure readings applied in the t-tube were measured at 99mmhg, 149mmhg, and 201mmhg when pressurized at 100mmhg, 150mmhg, and 200mmhg, respectively. These readings met specifications. The iab was connected to an iabp with lab inventory driveline tubing. The iab was inserted into the "t" tube and 75mmhg backpressure was applied. The iab was pumped for a minimum of 5 mins. There were no alarms triggered. The bladder inflated and deflated completely with each beat. No abnormalities were noted with the balloon pressure waveform. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. A lab inventory 0.025 inch spring wire guide (swg) was front loaded through the bet end of the iab. Resistance was met at the previously noted 4 kinks and the swg was unable to advance beyond 9cm from the iab luer end. The swg was back loaded through the iab distal tip. Resistance was met at the previously noted kinks and the swg was unable to advance beyond 35cm from the distal tip. No blood exited with the swg. The iab central lumen was able to be aspirated and flushed using a lab inventory 60cc syringe. Conclusion: the reported complaint of fos out of range is not confirmed. The iab fos passed functional testing. The kinks in the central lumen were related to return packaging. The cause of the original complaint is undetermined.